Event description:
It was reported that during a laparoscopic appendectomy, the instrument did not fire, did not staple and did not cut. There was no pt consequence. The case was completed with a like device.